Event description:
Patient underwent an eswl treatment in 2005 and had abdominal pain and was, consequently, hospitalized for 4 days. According to the chart, pt was treated for a 5x5mm stone on right mid pole. The windsong radiological report of three months ago, however, indicates that "a 3mm stone on mid pole of the left kidney remained unchanged from 2/05 and that no additional abnormal stone densities were seen in the remainder of kub".